Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 504 mg/dl .the customer had no any symptoms. The customer¿s blood glucose level was unknown at the time of the incident. Customer decline for troubleshooting for high blood glucose level. Customer stated he had issues with the sensor. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.